Event description:
After 2+ years of implantation, this ICD was explanted because the patient received multiple inappropriate shocks due to noise. In addition, there was oversensing. A new paradym was implanted.

Event description:
After 2+ years of implantation, this ICD was explanted because the patient received multiple inappropriate shocks due to noise. In addition, there was oversensing. A new paradym was implanted.

Manufacturer narrative:
(B)(4), 2011. The analysis on this device is pending.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending. (B)(4).